Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled: secondary relining with focal flaring of novel-generation balloon-expandable covered stents for endovascular treatment of significant diameter mismatch in the aorto-iliac territory d¿oriaet et al, journal of endovascular therapy, vol. 26, 1: pp. 128-132. , first published november 30, 2018. Doi: 10.1177/1708538120945056. Exact date of implant unknown. Concomitant medical products: other relevant device(s) are: s/n: unknown; use by date: unknown; upn # unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm on an unknown date. It was reported on an unknown date 2 months post the index procedure the patient presented with acute right leg ischemia. On examination there was absence of the right femoral pulse, the lower extremity was hypothermic and pale from the below the knee down to the foot, with loss of pinprick discrimination to the toes but no muscle weakness. CT confirmed occlusion of the right limb of the aortic endoprosthesis and thrombosis that extended down to the level of the superficial femoral artery. After mechanical thrombectomy, two non mdt devices (gore viabahn endoprosthesis) were inserted into the right iliac limb. Subsequently, another non mdt device (begraft aorticvr) was inserted proximally up to the gate of the aortic stent-graft; its proximal portion was flared to 16 mm and resolving the occlusion. Per the physician the cause of the occlusion is undetermined. No additional clinical sequelae were reported and the patient will be monitored.